Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue and revealed that the unit powers up, but automatically goes into hold mode. Parts of the hold / suspend button is coming out of the case. The unit did not reset when the hold / suspend button was pressed or held. The selection buttons for tone, volume, and record do not work. Note: instructions for use state: test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Ensure the green led, indicating mode, is blinking and the red hold/suspend led is no longer flashing red. (B)(4).

Event description:
Customer reported that the alarm will not release from the hold and suspend mode. The batteries have been removed from the alarm for several hours and the issue persists. No visible damage to the outside of the alarm reported. The issue was discovered during setup, but the date is unk. No patient incident or injury reported.